Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) and longevity issues. Technical services (ts) reviewed the reports and confirmed that the device was prematurely depleting. A device changeout is scheduled for several months in the future. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) and longevity issues. Technical services (ts) reviewed the reports and confirmed that the device was prematurely depleting. A device changeout is scheduled for several months in the future. The device remains in use. No adverse patient effects were reported.